Event description:
The patient reportedly had only partial insertion of the electrode array due to ossification and therefore was not receiving full benefit of the device. Since 1999, the patient has had middle ear infections. Surgeries were reportedly performed in 1999 through 2003 (specific dates not given) to clear the reported middle ear infections. In 2003, the surgeon explanted the device. At that time, the surgeon found that the device had migrated from the original bone bed. A severe infection was found (etiology unknown).